Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered leakage from the inside. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset hd camera head to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, a e315(scope communication error) error occurred intermittently, and the external lens was missing. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image function did not function normally due to the device's inundation failure, and e315 error (labeled as non-corresponding endoscopy) might have occurred. The cause of the defective unit may have occurred due to flooding., since water immersion was confirmed inside the organ. In addition, the external lens was missing and there was flooding inside the aircraft. Olympus will continue to monitor field performance for this device.